Event description:
User received albumin results for 22 patient samples that did not match. The following eight patient examples were determined to be erroneous. Each sample, except for sample 6 was replaced twice. The initial and first repeat results for all, but sample 6 was flagged; only the initial result for sample 6 was flagged. Sample 1, initial 4.2; repeats gave 19.7 and 3.7 g per dl. Sample 2, initial 4.1; repeats gave 17.8 and 3.8 g per dl. Sample 3, initial 4.2; repeats gave 12.9 and 4.4 g per dl. Sample 4, initial 4.9; repeats gave 6.2 and 2.5 g per dl. Sample 5, initial 4.8; repeats gave 14.7 and 4.1 g per dl. Sample 6, initial 2.3; repeat gave 2.9 g per dl. Sample 7, initial 5.5; repeats gave 18.3 and 3.5 g per dl. Sample 8, initial 4.2; repeats gave 19.7 and 3.7 g per dl. No erroneous results were released and no patient/patient treatment was compromised.

Manufacturer narrative:
The technical support specialist determined the cause to be a mechanical failure, as gripper failed when unloading a cassette, causing a stop condition and not allowing completion of function, which resulted in the cassette being removed from the analyzer, but not the analyzer reagent inventory, and the flagged albumin results were the result of the analyzer trying to sample reagent from a albumin cassette that was not physically on board the analyzer. Stepped user through the process of removing the albumin cassette from the analyzer reagent inventory. User reran the patient samples with flagged albumin results and stated the rerun albumin results were normal and were not flagged.